Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, "passing blood", vomiting and confusion. The patient was treated with intravenous fluids and manual injections. The patient was still in the hospital at the time of the report and had not been discharged.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
New information was received on october 29, 2025 and b5 field was updated to reflect the new information.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, "passing blood", vomiting and confusion. The patient was treated with intravenous fluids and manual injections. The patient was in the hospital for 5 days and was discharged on (B)(6) 2025.